Event description:
It was reported the ipg was explanted and replaced to address the issue. Reportedly, the pain at the ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced several falls and significant weight gain. As such, the patient stated the scs ipg is moving in the pocket. As such, surgical intervention may be pending to address the issue. Patient is also not receiving effective therapy and the therapy strength is decreasing on its own due. (Related manufacturer reference number 3006705815-2023-04096).

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of the event is estimated.